Event description:
Placement of endo suture to close esophagus perforation. Suture placed then unraveled as it was being pulled through, then needle broke. Combination of factors made completion of the u-stitch impossible as suture unraveled. It tore larger hole in the esophagus. Could not determine if the defect was in the endostitch device or in the suture reload.